Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed as the scope was not available at the time of call. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope displayed scope communication error code e216 and had a grainy image. The issue occurred during a diagnostic colonoscopy procedure. The procedure was delayed by over 30 minutes and was completed using the same device. There were no reports of patient harm.